Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The manufacture's field service engineer (fse) reported that during servicing, the fse observed that both internal and external batteries are dead. There was no patient involvement.

Manufacturer narrative:
The fse identified that the unit would not operate without ac. Fse unplugged the unit from the wall and unit stopped operating. Fse replaced the external and backup batteries to address the findings. Unit then operated when ac removed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.